Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the arteriovenous (av) shunt. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to rated burst pressure (rbp). The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the arteriovenous (av) shunt. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to rated burst pressure (rbp). The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the 85% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous (av) shunt. The device was carefully and slowly removed from the patient.